Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No delivery alarms during testing. Liquid did exit reservoir during fill cannula feature. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms on the event date of 20-oct-2024 at 13:36:15.000 to 18:21:51.000 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.62 mv). The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer confirmed insulin did not exist during the 5u fill cannula or pump alarm. The customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. Product return for mmt-1886 is not expected.